Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogations, low, out of range, high voltage defibrillation lead impedance was noted on the right ventricular lead in both configurations. The pacing impedance, sensing and capture threshold measurements were in range. No intervention was performed, and the lead remains implanted. The patient was in stable condition.